Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin and the syringe needle was found to be blocked. Customer changed the syringe needle to resolve the issue. Customer's blood glucose was within range (value not provided).